Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for premature battery depletion. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.